Event description:
Customer reported a low ma error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery charger, high voltage tank, and snubber board. System operates as intended. This MDR is related to ge healthcare.